Event description:
Monitor in patient's room froze up and was still showeing vitals, however a big frozen box was showing in the middle of the monitor and we were unable to take a blood pressure. Patient was being de-cannulated at this time. Biomed called and came immediately to fix this problem and mentioned this was the 3rd time in a few weeks he was called to this room to fix this for freezing.